Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA/510(k) #: k011369, k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ultrasafe x100l png clear nvs stein experienced premature safety mechanism deployment which occurred prior to use. The following information was provided by the initial reporter: she stated the syringe guard deployed before she could inject the medication.

Manufacturer narrative:
H.6. Investigation: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h.10

Event description:
It was reported that the ultrasafe x100l png clear nvs stein experienced premature safety mechanism deployment which occurred prior to use. The following information was provided by the initial reporter: she stated the syringe guard deployed before she could inject the medication.